Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
This report is filed february 6th, 2015.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2014; during the same procedure, the patient was implanted with another manufacturer's device. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.